Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cesarean section with a transverse incision of the uterus, after the placenta was delivered the surgeon needed a suture. It was noted that the needle was detached from the suture. The suture was then replaced to resolve the issue and complete the procedure. There was no patient injury.